Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by the archives of orthopaedic and trauma surgery titled ¿comparisons between treatment of isolated posterosuperior paralabral cysts and simultaneous treatment of cysts combined with associated shoulder pathologies: arthroscopic treatment of posterosuperior paralabral cysts¿. The study reviewed seventy (70) patients who underwent arthroscopic treatment of posterosuperior paralabral cysts ± associated shoulder pathologies using arthrex fiberwire to address soft tissue approximation and/or ligation. During the eighteen (18) month follow-up period, two (2) patients experienced residual cysts, and three (3) patients failed to recover range of motion. Ref: ji, x. Et al. Comparisons between treatment of isolated posterosuperior paralabral cysts and simultaneous treatment of cysts combined with associated shoulder pathologies: arthroscopic treatment of posterosuperior paralabral cysts. Archives of orthopaedic and trauma surgery (2023) 143:665¿675.